Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the or, retracted the stimulation lead body toward the ipg site to reduce slack near the neck incision, tucked the stimulation lead, re-sutured, and closed both incisions. Postoperative antibiotics were prescribed after the procedure was completed.